Event description:
It was reported that there was no ventricular output from the external pulse generator. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the reported event. One ventricular diode of the heart lead flex was shorted. Analysis also found the upper and lower case, one side bail cover and the battery drawer were broken, the battery release was contaminated and one side bail cover, one case screw and one bail were missing.